Event description:
It was discovered the unit failed while on a pt, exhibiting uncontrolled flow. There was no pt injury.

Manufacturer narrative:
Customer provided failure and purchasing history during a meeting with maquet on may 22, 2007. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.